Event description:
It was reported that the customer experienced a high blood glucose level of 461 mg/dl. There was an absence of a no delivery alarm, a low reservoir alarm, and a low battery alarm. The customer treated high blood glucose level with insulin pen. The customer was advised to monitor insulin pump. Troubleshooting was performed. The product is not being returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states; however, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the unites states.